Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient went to emergency room due to pain at infection site where the cannula has been inserted event on (B)(6) 2026. The patient was treated with antibiotics. No further information is available